Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace (part # 480275-08/ serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system sk3658. The is a single use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. Review of the provided images was consistent with the complaint of melted teflon pad. Root cause of the failure mode cannot be confirmed without the returned device. This event is being reported because the teflon pad of the harmonic ace instrument reportedly melted and fell inside the patient. The fragments were retrieved, and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was initially reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace was found to have a melted teflon pad. Fragments from the instrument reportedly fell inside the patient during an instrument tip or accessory collision and were "very hard to be retrieved." The surgeon retrieved the fragments with a backup instrument and noted concern about the quality of the teflon pad. The procedure was completed with no report of patient harm, adverse outcome, or injury. The fragments are not available to be returned for analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage identified. The instrument was in use for approximately 10 to 20 minutes before the issue. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur. The reporter noted that the instrument did not collide with any hard materials or other instruments as was initially reported. There was no patient injury though the fragments were hard to be retrieved. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula and there was no damage to the cannula or the instrument was seen after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "teflon pad melted during a procedure." Failure analysis found the primary finding of teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon damage. Approximately 0.081" x 0.110" was broken off and was not returned with the instrument. The root cause of this failure is attributed to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".